Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the stent graft was deployed without difficulty; however, the physician was unable to cannulate the contralateral gate with the guidewire, despite the use of multiple techniques. The decision was made to abort the procedure, and no treat the aneurysm at a later date. It was reported that the procedure look approximately 7.5 hours. The pt was stable at the conclusion of the procedure. An aortic cuff was used to convert the device to an aorto-uni-iliac configuration, and a femoral-femoral bypass was performed.